Event description:
Voluntary medwatch report received notes that the left ventricle (lv) lead was part of a system revision due to infection. The lv lead remained implanted. The patient had no consequences.

Manufacturer narrative:
UDI not available as the product information was not provided.